Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during basal and bolus deliveries. The cartridge was successfully reloaded to address the events. The customer's blood glucose level was 180 - 223 mg/dl.